Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: head: 0002648920-2019-00129; liner: 0001822565-2019-00816; cup: 0002648920-2019-00130; neck: 0001822565-2019-00820.

Event description:
It was reported patient¿s hip was revised approximately 10 years post implantation due to elevated cobalt levels, hip pain, possible immune condition called mast-cell activation syndrome, and symptoms consistent with cobalt encephalopathy. Explanted head appeared to have some corrosion on the taper. The surgeon noted black residue was found in the surrounding tissue. The head and liner were exchanged. Attempts have been made and no further information has been provided.